Event description:
It was reported that during a lap appendectomy procedure, magazine was fallen apart so staples were falling out. No further information is available. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that the tsw35 device was received in good visual condition and with a reload loaded in the device. The reload was received unfired and with the pan dislodged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).